Manufacturer narrative:
A supplemental report will be provided when the investigation has been finalized. (B)(4).

Event description:
It was reported that when the user connected the pt tubings to the pt cassette, the cassette became dislodged from its original position. Alarms for leakage, low minute volume low peep were generated. There was no pt connected to the anesthesia device at the time of the event. (B)(4).